Event description:
Adverse event(s): "undercorrection" (blurred vision). Product problem(s): "none reported" (no info). A surgeon reports, a pt that is undercorrected following a lasik hyperopic treatment. The surgeon indicated the pt will need an enhancement. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 802.56 when additional reportable info becomes available. (B)(4)